Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 30-aug-2024, it was reported that the patient faced insulin flow blocked alarm and insulin exits tubing with plunger push were does not exist which was greater than normal resistance. No further information available.